Event description:
It was reported that an interventional procedure was performed to treat a segmental lesion with 70% calcification in the proximal and midportion of the circumflex. Pre-dilatation was done with a semi-compliant balloon (2.5 x 20, 16 atmospheres), two noncompliant balloons (3 x 20 mm and 3.5 x 20 mm at 20 atmospheres) and "buddy-wire" technique. A 3.5 x 33 mm multi-link 8 ll was unable to pass the lesion with damage found to the distal end. Two ml vision stents (one 3.5 x 28, the other size not reported) were needed to cover the lesion. There were no adverse patient effects and no clinically significant delays. No additional information was provided. The returned device evaluation revealed that there was foreign material found on the stent and a tear in the shaft.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link 8 stent delivery system (sds) was returned with blood and contrast visible on the entire length of the sds and the stent implant was stationary on the tightly folded balloon between the markers. This is consistent with handling and advancement of the device in the patient anatomy. The analysis noted stretched struts on the first five rows at the distal end of the stent, confirming the reported damage. Measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. There was a green unknown substance found on the stretched struts. However, a chemical analysis was performed and revealed that the substance resembled a type of teflon. Additional information was requested from the account regarding the foreign material found on the device and the physician stated that the green substance was never observed on the stent. In this case, it is most likely that the teflon material was introduced into to the stent from an interaction with the guiding catheter used during the procedure. It was further noted during the analysis that the guide wire exit notch was torn, which is usually consistent with force being applied from the inside of the guide wire lumen to the outside due to an interaction with the guide wire. There was also a bend noted in the hypotube. However, as this damage was not originally reported, the hypotube and guide wire exit notch were likely damaged during further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. Reportedly, the lesion was 70% stenosed with heavy calcification, which likely contributed to the reported difficulties. As there was no report of any damage observed to the stent implant or the sds prior to the procedure, the stent likely became damaged from an interaction with the calcified lesion during attempted advancement/retraction of the device. It is likely that the sds encountered resistance and was unable to cross the heavy calcification, resulting in the noted stent damage, as reported. The failure to advance in conjunction with stent damage is not generally associated with a product quality deficiency and appears to be related to circumstances of the procedure. A review of the lot history record for the reported lot did not reveal any nonconforming material record associated with this lot that would have contributed to the reported complaint. A query of the complaint-handling database was performed and there have been no other incidents reported for failure to advance, stent damage, tearing of the guide wire exit notch or foreign material on the device from this lot. There is no evidence to suggest a potential product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are visually inspected online for stent damage.